Manufacturer narrative:
The device was returned into and device testing was performed at the philips authorized service provider. The results of the analysis were that the device speaker was defective and needed replacement. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a defective speaker. The issue was resolved by replacing the defective speaker assembly and the product is back in service and was returned to the customer.

Event description:
During evaluation at philips authorized bench facility for an unrelated issue on the intellivue multi-measurement module x3 it was found that the device is presented with a speaker malfunction error and no sound is being produced. The device was not in clinical use. There was no report of patient or user harm.